Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during a procedure. According to the complainant, the electrical connector of the device was not connecting to the customer¿s erbe. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: device unable to produce current.

Manufacturer narrative:
Reported event probe fails to deliver energy. Visual analysis of the returned injection gold probe¿ revealed that the catheter was kinked in the middle of the device and the electrical connector was in good condition. An electrical evaluation was performed; the device passed the isolation of electrodes test but failed the load test. X-ray inspection revealed that the electrical failure was the result of wires broken in the kinked section. The wire tips at the distal section and at the connector in the proximal section have evidence of welding during the manufacturing process. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.